Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified quantity of clearlink system solution sets were very hard to prime. The was identified when spiking the intravenous immunoglobulin (ivig) bottle and it was noticed that the tubing would only prime so far. It was further stated the tubing had to be placed in an unspecified infusion pump to prime the rest of the tubing. There was no patient involvement. No additional information is available.